Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had suffered from a lead migration. X-rays confirmed the migration. Surgical intervention may be pending to address the issue.

Event description:
It was reported that the patient's drg lead was explanted and replaced on (B)(6) 2019. The issue has since been resolved.